Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic during routine follow. Upon interrogation, automatic mode switch was noted due to over-sensing of right atrial lead noise. No intervention was performed. Patient was stable and will be monitored.